Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 6.2, lab: 4.2. Patient's therapeutic range: 2-3 inr.

Manufacturer narrative:
Investigation pending.